Event description:
It was reported by a neurosurgeon that a vns patient's device was explanted due to erratic and painful stimulation, however, the patient would like to be re-implanted. Good faith attempts to obtain more information and retrieve the devices for product analysis have been unsuccessful to date.